Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked and is functional. Customer dropped her pump while at a party and the screen cracked. The customer's blood glucose (bg) level was 250 mg/dl. A bolus was delivered to address the bg reading. The customer reported that the pump would continue to be used for insulin therapy.